Manufacturer narrative:
At this time, the product has not been returned. When the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right atrial (ra) lead was an attempt implant. The physician had placed the ra lead into the atrium and exhibited high out of range impedance measurements, greater than 2,000 ohms. Additionally, there was noise present on the electrogram therefore, the physician decided to not use the lead. The helix mechanism did not retract. A new ra lead was successfully placed. No further complications were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried blood/tissue was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.